Event description:
It was reported that during infusion with cadd solis vip pump. The carrying case, including the entire pump was found to be completely soaked with cytostatics. Upon inspection, the luer lock connector had been screwed together at an angle, causing a leak. The connection was secure but was not mounted straight. There was patient involvement. No other adverse consequences were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.